Event description:
According to the rptr, she decided to try a pair of these gloves due to her latex sensitivity. Within mins of putting the gloves on, she had a "coughing fit" or mild bronchospasm. She immediately used her inhaler and the symptoms subsided. The rptr was not convinced the gloves were responsible for the coughing so the following day she again tried the gloves and experienced the same reaction.